Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were noted on the implantable pulse generator (ipg). The right ventricular (rv) lead exhibited high thresholds, intermittent pacing and decreased sensing. The rv lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.